Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively by the patient that they experienced light headedness, dizziness and extreme fatigue. The patient stated that they are not any better since having the ipg implanted. The patient noted the ipg pacing rate was adjusted to sixty beats per minute and stated they are 'not sure if they can make anymore adjustments'. The patient said since getting atrial fibrillation, they can no longer ride their exercise bike. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.